Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 256 mg/dl. Issue was resolved by replacing the battery and cleaning the battery cap. Battery cap is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.